Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed total delamination of valve assessed as adhesive failure. Additional observations: crease flat observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "possible slow leak" and ¿patient complained of implant getting smaller". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible slow leak", ¿patient complained of implant getting smaller".

Event description:
Healthcare professional reported right side "possible slow leak" and ¿patient complained of implant getting smaller". Device has been explanted and replaced.